Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a flow rate out of tolerance. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that pump exhibited a flow rate out of tolerance. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Testing was performed and complaint was not duplicated. The cause of the reported issue was unable to be determined. There was no problem with the device and no further action will be taken.